Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller¿s white power cable was not confirmed. Additional information provided communicated that there were no alarms associated with the damage to the cable and that no photos of the damage were available. It was also noted that no log files were downloaded for review and that the controller was discarded. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 22dec2021. Heartmate 3 instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally communicated that no alarms were reported during the event, and the controller exchange was performed without any adverse consequences.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to clinic with severe damage to the white power cable on their system controller. The system controller was exchanged.